Manufacturer narrative:
Drift of arterial and venous sensors evaluation summary: "self test ok. Drift of arterial and venous sensors. Calibration" the machine passed the self test. The return and access pressure sensors were calibrated due to drift. The technician confirmed that the machine alerted the user with a "scale alarm" which occured several times but was overridden. The device history record review supports that there are no indicators related to the complaint, and the device fulfilled the requirements during final inspection during manufacturing (2001)

Event description:
Reportedly, the defect was noticed during the flushing process, therefore no patient was connected to the machine at the time when health care professional noticed the problem. Also, it was not twice the programmed depletion as originally reported, but more than the programmed value. There was no patient injury or intervention. The technician confirmed that the machine alerted the user with a "scale alarm" which occured several times but was overridden.